Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was 475 mg/dl, which was treated with a manual injection. The customer's father stated that the insulin pump alerted low reservoir and he was unable to clear it due to the esc button not responding. He noted that the customer had wet the bed recently, so the insulin pump may have been wet. Advised replacement of the insulin pump. The caller also stated that the customer was currently running at a cross country event and had the insulin pump disconnected for 2 hours; unable to troubleshoot for high blood glucose. Nothing further reported.